Manufacturer narrative:
(B)(4) investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: o product line: pulsar 2 generator o quantity returned: 1 o product code (sku): ps100-102 o serial: (B)(4) testing performed: visual inspection: packaging: was generator returned in an approved mae box with proper foam protection? Yes external visual: ¿ normal wear and tear; with no impairment to function of the generator. Internal visual: ¿ all cable connections and hardware are properly connected functional inspection: ¿ 4.3 software installed ¿ service performed power out test using an esa as well as the industry standard oscilloscope and current monitor. ¿ using the esa (fluke qa-es ii) power output was measured ¿ cut 2 through 5 measured high o cut 1 ¿ 1 watt o cut 2 ¿ 4 watts o cut 3 ¿ 9 watts o cut 4 ¿ 16 watts o cut 5 ¿ 30 watts ¿ below are the results measured using the oscilloscope and current monitor, all low cut settings are within specification. (Table did not cut and paste from closure document; done manually instead - utohj1) o cut 1 ¿ 0.62 watts expected value (+/- 20%) = 0.5 (no tolerance) o cut 2 ¿ 2.66 watts expected value (+/- 20%) = 2.0 (no tolerance) o cut 3 ¿ 5.49 watts expected value (+/- 20%) = 6 (tolerance 4.8 - 7.2) o cut 4 ¿ 9.97 watts expected value (+/- 20%) = 10 (tolerance 8-12) o cut 5 ¿ 20.19 watts expected value (+/- 20%) = 20 (tolerance 16-24) slhr review: ¿ no prior service history investigation conclusion: ¿ reported issue, confirmed or not confirmed: confirmed ¿ was there an additional failure found: no if reported issue confirmed or additional issue is detected¿. ¿ cause of failure and impact to functionality: o no failure detected. Product met specifications. (B)(4).

Event description:
During routine pm testing, it was identified that the generator failed the output testing. There was reportedly high output on low cut settings 4 and 5 when tested with a biotec rf 303 esu analyzer and a plasmablade 3.0s device. All other settings were within specifications. Customer did not want to re-test using the correct equipment (o-scope and current sensing coils) because the generator is being swapped out for another generator.

Manufacturer narrative:
(B)(4).

Event description:
During routine pm testing, it was identified that the generator failed the output testing. There was reportedly high output on low cut settings 4 and 5 when tested with a biotec rf 303 esu analyzer and a plasmablade 3.0s device. All other settings were within specifications. Customer did not want to re-test using the correct equipment (o-scope and current sensing coils) because the generator is being swapped out for another generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.